Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2014. The revision operative report noted the presence of clear fluid, scar tissue, and an area of osteolysis in the greater trochanter. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.